Event description:
A cartridge change error was reported with a pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean various components of the pump, including the o-ring and pneumatic tap area, and to fill and attach a new cartridge. The customer successfully completed the load process and resumed insulin delivery after following these instructions.